Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer had not been completing the air removal step and had not been appropriately following pump prompts to load cartridge. Customer loaded a new cartridge to resolve the issue. Customer's blood glucose level was 130-140 mg/dl.